Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up; imaging revealed a grade 2 device related thrombus (drt) in regard to the closure device. There were no corrective actions or diagnostic tests associated with the finding. There were no further details made available at the time of this report.